Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged front cover of the door. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. The damaged front cover of the door was identified during visual inspection. The cause was unable to be determined. To correct the condition, the front cover of the door was replaced. The device was serviced to meet specifications. If any additional relevant information is received, a follow up MDR will be sent.